Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation related to left ventricular (lv) lead pacing. The lv lead output was reprogrammed and the lead remains in use. The patient was enrolled in the optilink hf post market clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d234trk, bi-ventricular defibrillator: (B)(6) 2011; a 693565 implantable tachy lead: (B)(6) 2011; a 407652 implantable pacing lead: (B)(6) 2011. (B)(4).